Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament tightrope surgery the implant broke off while it was screwed in. It was further reported that no excessive force was used. The broken part was retrieved out of the patient. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the device was broken into three pieces. Measurements were taken and the device was found to be within tolerance. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The cause of this remains undetermined however probable cause can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.